Event description:
It was reported that customer "was using their walker when the plastic on the wheel cracked, broke off from the wheel, and they fell".

Manufacturer narrative:
It was reported that customer "was using their walker when the plastic on the wheel cracked, broke off from the wheel, and they fell". Customer stated she "hit her head against the corner of the shower wall". Customer stated she went to the ER where they checked her head out with a CT scan and checked her hip out due to a recent hip surgery. Customer reported she did have a fracture on her right ring finger and a brace was placed on her finger. Customer reported she took tylenol at the ER but has not been taking any pain medications and is doing "fine" but mentioned bruising around her eyes and forehead from the fall. No additional details are available related to the customer reported issue. It has been determined that the reported event caused or contributed to a death or serious injury. Based on the information reviewed, this is a reportable event as defined under 21 cfr 803.3.